Manufacturer narrative:
A ventilator was reported failing pre-use checks. Our field service engineer investigated the ventilator on site and found issues in the expiratory pressure transducers. Logs and the failing pressure transducer printed circuit boards (pcb) were returned for investigation. The failure was confirmed in received device logs, and event was dated to (B)(6) 2021. The returned pcbs were mounted in a reference ventilator for simulated use testing. It was found that the pressure sensor on the pcb measured a false high zero-pressure value the sensor. Measurements showed that zero-pressure voltage drifted over time and microscope images showed fiber on one of the pressure sensors, and a loose part on the other. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our conclusion is that the reported problem was caused by defective pressure sensors on the pressure transducer pc board.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).